Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used in the esophagus during an endoscopic esophageal dilatation procedure to treat esophageal stenosis performed on (B)(6) 2025. During the procedure, the device was used during an esophageal stenosis dilation. The balloon was injected with the inflation medium and no problem with the endoscopic images or balloon inflation. It was reported that the pressure gauge on the device remained at less than 1 atm (around 0.5 atm) and did not rise any further. The balloon inflation was continued while monitoring the inflation status by endoscopic images. The procedure was completed with the original alliance ii inflation syringe. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used in the esophagus during an endoscopic esophageal dilatation procedure to treat esophageal stenosis performed on (B)(6) 2025. During the procedure, the device was used during an esophageal stenosis dilation. The balloon was injected with the inflation medium and no problem with the endoscopic images or balloon inflation. It was reported that that the pressure gauge on the device remained at less than 1 atm (around 0.5 atm) and did not rise any further. The balloon inflation was continued while monitoring the inflation status by endoscopic images. The procedure was completed with the original alliance ii inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Block h11: (investigation result) the returned alliance ii inflation syringe was analyzed, and a visual evaluation found no physical damage on the device. Functional inspection shows that the syringe gauge reads accurately. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of gauge reading inaccurate was not confirmed. The device was carefully inspected, and no problems were found. Functional inspection shows that the syringe was connected to an alliance inflation system, the syringe was filled with water and pressurized to 10 atm for 30 seconds and reads accurately. Based on all gathered information, the most probable root cause is no problem detected.